Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported generator errors during the procedure and used a third-party generator to continue; logs showed multiple c-30 errors. Fse visited the site and replaced the generator due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found issue was confirmed with system logging error c-30 and replicated during testing, with additional c-00 entries noted unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable cause of error c-30 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator faulted, and the customer had to use a third-party generator to continue the procedure. The generator showed multiple c-30 errors in the system logs. There were no reports of patient injury.